Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There has been no other events for the lot referenced. The following devices were also listed in this report: trident hemispherical cluster hole shell; cat# 502-11-62g; lot# 27601201 accolade (127 deg) size 5.5 accolade (127 deg) size 5.5; cat# 6021-5537; lot# 29191101 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient reported he had a right tha revision due to infection. Patient was informed prior to surgery that his implants might be part of recall. Patient was implanted with temporary antibiotic spacers. On (B)(6) 2017 patient's antibiotic spacers were removed and patient was implanted.